Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 66 mg/dl when her actual blood glucose level was 112 mg/dl. Troubleshooting was done. The customer stated the then sensor was bent and that there was blood at the insertion site. The customer further stated that the sensor was expired. Advised customer to not use expired products. Nothing further reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings. Unable to confirm insertion complaint due to the complaint against serter. No needle returned sensor only. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.